Event description:
Heart attack in office. Cypher stent-non-med- implanted lad due to 100% clogged artery. Shortness of breath and chest pain, pstd, anxiety, insomnia persist. Angioplasty performed a month later. Results: no abnormalities noted. Due to symptoms persisting another angioplasty done. Results: stent implanted had collapsed, 3 additional blockages discovered, 4 cypher stents implanted. Symptoms still persist.